Event description:
It was reported that during a watchman implantation, a versacross laac access solution kit with a rf pigtail wire was selected for use. During the initial advancement of the rf pig tail wire used during the procedure, it caught on the non boston scientific (bsc) filter the patient had in place in the inferior vena cava (ivc). There was difficulty tracking up the ivc due to the filter. At this point, the distal tip of the rf wire broke off and remained entrapped in the ivc filter near the threaded insert portion. The wire was outside of the sheath and dilator at the time of breaking. No excessive force was applied. At this time, there was an intracardiac echocardiography (ice) catheter placed in the right atrium. A new versacross laac access solution kit with a rf pigtail wire was used to complete the transeptal puncture (tsp) procedure without difficulty. The physician proceeded to place the watchman device. No patient complications were reported. The broken wire was discarded and is not expected to return. A vascular consultation was obtained immediately after the procedure. They recommended no further attempt at snaring wire out. Vascular stated the wire was stable and there was no need for an additional procedure or removal. During a follow up appointment on (B)(6) 2026, a transesophageal echocardiogram (tee) was performed to evaluate the watchman device. The wire was visualized with no thrombus and no changes on tee. The watchman device looked great.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device had been discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.